Manufacturer narrative:
The patient was born on an unspecified date in 1981. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. Treatment for the event and patient outcome were not reported. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis was unknown (previously not reported). On an unspecified date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Eight days after the peritonitis onset date, the unspecified antibiotic therapy was discontinued, peritoneal dialysis therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.